Manufacturer narrative:
(B)(4). Device evaluation: one filled unit was received for evaluation by baxter. Visual examination of the unit showed no signs of defect. A leak test was subsequently performed on the unit by filling the bladder with green water then monitored for 24 hours. After 24 hours of monitoring period, no signs of green water were found anywhere outside of the bladder. Therefore, the reported condition of "leaking in the housing" could not be confirmed. The roto cause is unknown. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter healthcare that one (1) infusor lv5 device was observed leaking in the housing during patient use. According to the report, the device was filled with 5-fluorouracil and normal saline. It is unknown where the leak was coming from. There was no report of patient injury or medical intervention.